Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2015, essure (fallopian tube occlusion insert) was inserted. She had complications during insertion and the placement procedure lasted 10 minutes. The essure was placed slightly deeper because of the option for novasure. She did not have nickel allergy. Two months after insertion, she complained about pain in abdomen, pain during coitus, tiredness, vision problems, and started feeling the implant. Treatment with unspecified medication was performed and also examination, which was mostly related to eye complaints. The influence of essure in her daily life included problems with movements. On (B)(6) 2016, two fallopian tubes and uterus were removed. Novasure conducted ablation treatment was performed and the consumer informed that worsened complaints. The consumer's outcome was reported as not recovered. Company causality comment:this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality for the event pain in abdomen and essure use was assessed as related. This case was regarded as incident since essure removal was required. Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow-up received on 30-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 827 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality for the event pain in abdomen and essure use was assessed as related. This case was regarded as incident since essure removal was required. Other nonserious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected from consumer.